Manufacturer narrative:
The insulin pump passed displacement test and self test. Unit was received with intermittent all the buttons due to corroded keypad traces. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump buttons were unresponsive. The customer¿s blood glucose level was 15.8 mmol/l. Customer stated that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer stated the buttons were responding. Customer states that there was a response from a button. The insulin pump will be returned for analysis.